Event description:
It was reported that during the second, sixty second lase, the fiber end appeared to explode. Upon removal of the fiber, the tip appeared to be missing. The doctor viewed the area through the previously placed scope but was unable to locate any missing pieces. A second fiber was used to complete the procedure. No further complications were reporteddevice labeled for single use. Patient medical status prior to event: unknown. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.